Event description:
This is filed to report atrial perforation and unexpected medical intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3-4. After successful mitraclip implantation which reduced mr to trace, an unexpected large hole in the fossa ovalis of the septum was observed. An atrial septal defect occluder was then implanted to treat the hole. There were no device issues with the steerable guide catheter. It was thought the defect was due to the tissue texture around the fossa ovalis. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation was due to challenging patient anatomy. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.